Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient experienced a cardiac arrest from ventricular fibrillation when their right ventricular (rv) lead delivered six unsuccessful shocks. An additional shocking coil was placed in the patient's azygos vein. The rv lead remains in use. No further patient complications have been reported as a result of this event.